Manufacturer narrative:
It was reported that "device is having issues with the pressure reading is not reading correctly as the gage is reading a higher pressure causing the balloon to burst". Due to this, "the balloon was removed and further imaging was completed". No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Balloon burst.